Event description:
It is reported that the tab is fractured off.

Manufacturer narrative:
(B) (4): evaluation summary: this type of failure may occur if the helmet is removed in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tab may cause this situation. Cause cannot be definitively determine. Conclusions - device history records indicate all components were manufactured and inspected to specification. The device was dimensionally analyzed and found to conforming to print specifications. The helmet had a potential field age of approximately 20 months at the time of failure.